Event description:
Reporter indicated that vns pt has experienced constant hoarseness since implant. Stimulation was initiated 4 days post-implant and was discontinued due to the constant hoarseness 9 days later. The pt has been referred to an ent for eval. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis.